Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the surgeon to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, bowel tissue allegedly got stuck around the wrist area of the prograsp forceps instrument. As a result, the surgeon placed a suture on a superficial bowel injury that the patient allegedly sustained. However, at this time, the root cause of the customer reported failure mode is unknown. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, bowel tissue got stuck around the cabling or wrist area of the prograsp forceps instrument. It was initially documented that the surgical procedure was converted to open surgery in order to repair the patient's bowel. On 06/01/2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr was not present during the surgical procedure which was not recorded on video. The csr did not know what surgical task was being performed when the event occurred and how the surgical staff was able to remove the bowel tissue from the instrument's wrist. The csr indicated that bowel injury sustained by the patient only affected the serosa. Although the bowel injury was described by the csr as being superficial, the surgeon reportedly placed a stitch or suture on the defect as a precaution. The da vinci-assisted surgical procedure was not converted to open surgery as initially documented. To the csr's knowledge, the surgical procedure was completed robotically and no post-operative complications have been reported. No further clinical information was provided.

Manufacturer narrative:
Correction: disregard follow-up MDR 2 that was submitted on 06/28/2017. Follow-up MDR 2 was inadvertently submitted for this complaint. However, the follow-up MDR 2 was intended for patient identifier (B)(6) (MFR report 2955842-2017-00358) and was correctly submitted for that complaint on 06/28/2017.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations could not replicate or confirm the customer reported complaint that bowel tissue got stuck around the area of the instrument's cabling. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A visual inspection did not find the damaged or broken instrument cables. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, bowel tissue allegedly got stuck around the wrist area of the prograsp forceps instrument. As a result, the surgeon placed a suture on a superficial bowel injury that the patient allegedly sustained. However, at this time, the root cause of the customer reported failure mode is unknown.

Manufacturer narrative:
Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, bowel tissue allegedly got stuck around the wrist area of the mega needle driver instrument. As a result, the patient allegedly sustained an unspecified bowel injury that required repair via open surgery. However, at this time, the root cause of the customer reported event is unknown. There is no evidence that the instrument malfunctioned in a way that could contribute to an adverse event if it were to recur. The instrument was returned to isi, evaluated, and the customer reported failure mode could not be reproduced.